Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of would not release from the catheter. Block h6: imdrf device code a150208 captures the reportable event of entrapment of the device.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the duodenum during a gastroscopy procedure performed on (B)(6) 2023. During the procedure, the physician used a cold snare to remove a polyp and a clip on the site. The first clip had no issues deploying and releasing. The second clip was used to place it; however, tried to release it after clipping on the site, the clip would not release. The handle of the device was checked, and it was noticed that the spring was out of place and the wire inside was bent. Tried to release the clip, and it did not work. The device was pulled out of the whilst attached to the duodenal mucosa, and the clip was still attached to the whole device. It was also noticed that the tip was missing. The third clip was used and noticed it would not go through the channel. The gastroscope was safely pulled out and finished the procedure using another gastroscope. In the post-operation, while checking the channel ports of the first scope used, resistance was noticed when inserting the cleaning brush. The missing clip inside the gastroscope's biopsy channel was removed. No foreign body was left inside the patient. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of would not release from the catheter. Block h6: imdrf device code a150208 captures the reportable event of entrapment of the device. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of full deployment. Additionally, the control wire is kinked at the handle section. Media inspection was performed, it was observed that the control wire kinked at the handle. Microscopic examination was performed, and it was confirmed that the device had evidence of proper deployment. No problems with the device were noted. The reported event of clip would not release, and entrapment of the device was not confirmed; however, the handle break was confirmed. Investigation found that the device was returned without the clip assembly and with evidence of proper deployment, indicating that the clip did release from the catheter. However, it is important to mention that the presence of the clip assembly is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The control wire is being kinked next to handle. The device returned without any evidence that could suggest a possible entrapment of the device. The conclusion is acceptable because the analysis of the available information, product analysis of the returned device and product record review did not identify any evidence of either the alleged issue(s) or any defect on the device. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the duodenum during a gastroscopy procedure performed on (B)(6) 2023. During the procedure, the physician used a cold snare to remove a polyp and a clip on the site. The first clip had no issues deploying and releasing. The second clip was used to place it; however, tried to release it after clipping on the site, the clip would not release. The handle of the device was checked, and it was noticed that the spring was out of place and the wire inside was bent. Tried to release the clip, and it did not work. The device was pulled out of the whilst attached to the duodenal mucosa, and the clip was still attached to the whole device. It was also noticed that the tip was missing. The third clip was used and noticed it would not go through the channel. The gastroscope was safely pulled out and finished the procedure using another gastroscope. In the post-operation, while checking the channel ports of the first scope used, resistance was noticed when inserting the cleaning brush. The missing clip inside the gastroscope's biopsy channel was removed. No foreign body was left inside the patient. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.